Event description:
It was reported that the customer had normal blood glucose levels of 95 mg/dl. The customer reported that there was a leak on the reservoir of the insulin pump. It was reported that insulin leaked from the transfer guard of the reservoir and from the back of the reservoir of the insulin pump. The customer was advised that the reservoir and transfer guard would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.